Event description:
The physician is reportedly in-training in the use of the prostar xl device.

Event description:
It was reported that prior to an endovascular aneurysm (evar) repair procedure, the sutures of the first prostar xl device were successfully placed using the preclose technique in a moderately calcified common femoral artery. The arteriotomy was 6f. During placement of the second prostar xl device using the preclose technique, after needle deployment only three needles were seen. The fourth needle was visible above skin level. Needle backdown was performed, but it was not possible to remove the device. The needles were deployed again, but the same situation occurred (one needle above skin level). Three needles were removed from the device and the fourth needle was removed through the skin. The connected suture was removed completely. The sheath was upsized to 18f for the evar procedure. At the end of the evar procedure the puncture site was closed with three sutures; two sutures from the first replaced prostar xl and one suture from the second prostar xl. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device and in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). After needle back down the prostar xl was deployed again. The instructions for use, states: do not attempt to re-deploy the prostar xl needles after the needles have been backed down into the sheath. Reportedly, the device was used in a moderately calcified common femoral artery. The safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device name was corrected from proglide to prostar xl. Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy the needles was confirmed. The reported event of difficulty to remove the closure device could not be replicated in a testing environment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for failure to deploy the needles or difficulty to remove the closure device for this lot. Reportedly, after needle deployment, needle backdown was performed and the needles were deployed again. The instructions for use, states: do not attempt to re-deploy prostar xl needles after the needles have been backed-down into the sheath. Based on the information reviewed, there is no indication of a product deficiency.